Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: right fallopian tube") in an adult female patient who had essure (batch no. 810881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included tubal ligation. Concomitant products included chlorphenamine (chlorpheniramine), duloxetine, eugynon (levora), ferrous sulfate (ferrous sulphate), hydroxychloroquine, levetiracetam (keppra), levonorgestrel (mirena), methylphenidate hydrochloride (ritalin), pregabalin (lyrica), tizanidine hydrochloride (zanaflex), topiramate, tramadol and trazodone. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, nausea, vaginal discharge and uterine leiomyoma outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered fallopian tube perforation, menorrhagia, nausea, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical record received. Case upgrade in the incident category. Reporter information, concomitant medication and historical condition were updated. Case concerns adult patient. Essure insertion/ removal date, indication and lot number added. Event severe physical injuries was updated to abnormal bleeding (vaginal, menorrhagia), nausea, vaginal discharge, fibroids, pelvic pain, abdominal pain, perforation: right fallopian tube and she did not underwent essure confirmation test. It was reported that some cramping and bleeding might be present after removal after a few days then it should lighten up after a few days. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: right fallopian tube") in a 36-year-old female patient who had essure (batch no. 810881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included tubal ligation. Concurrent conditions included chronic back pain, intra-abdominal bleeding, ovarian cystectomy, uterine fibroids, menometrorrhagia and seizure. Concomitant products included normensal (brevicon) from 2003 to 2004 for birth control as well as chlorphenamine (chlorpheniramine), duloxetine, eugynon (levora), ferrous sulfate (ferrous sulphate), hydroxychloroquine, ibuprofen (motrin), levetiracetam (keppra), levonorgestrel (mirena), methylphenidate hydrochloride (ritalin), oxycocet (percocet), pregabalin (lyrica), tizanidine hydrochloride (zanaflex), topiramate, tramadol and trazodone. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, 11 months 16 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On (B)(6) 2015, the patient experienced uterine leiomyoma ("fibroids"). The patient was treated with surgery (total robotic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation and uterine leiomyoma outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea and vaginal discharge had resolved. The reporter considered fallopian tube perforation, menorrhagia, nausea, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: at this point, observation of the bilateral ostia noted that the coils were not visible and there was also significant difficulty in deploying the second essure device. This deployment revealed 3 coils visible on the right tube ostia and 4 coils on the left within the cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia and vaginal haemorrhage, pelvic pain,uterine leiomyoma , vaginal discharge, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 6-jun-2018: pfs and medical record received: event outcome updated from unknown to recovered / resolved for events nausea, vaginal bleeding, menorrhagia and vaginal discharge. On (B)(6) 2018: processed with fu3. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: right fallopian tube") in a 36-year-old female patient who had essure (batch no. 810881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included tubal ligation. Concurrent conditions included chronic back pain, intra-abdominal bleeding, ovarian cystectomy, uterine fibroids, menometrorrhagia and seizure. Concomitant products included normensal (brevicon) from 2003 to 2004 for birth control as well as chlorphenamine (chlorpheniramine), duloxetine, eugynon (levora), ferrous sulfate (ferrous sulphate), hydroxychloroquine, ibuprofen (motrin), levetiracetam (keppra), levonorgestrel (mirena), methylphenidate hydrochloride (ritalin), oxycocet (percocet), pregabalin (lyrica), tizanidine hydrochloride (zanaflex), topiramate, tramadol and trazodone. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, 11 months 16 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On (B)(6) 2015, the patient experienced uterine leiomyoma ("fibroids"). The patient was treated with surgery (total robotic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation and uterine leiomyoma outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea and vaginal discharge had resolved. The reporter considered fallopian tube perforation, menorrhagia, nausea, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: at this point, observation of the bilateral ostia noted that the coils were not visible and there was also significant difficulty in deploying the second essure device.this deployment revealed 3 coils visible on the right tube ostia and 4 coils on theleft within the cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia and vaginal haemorrhage, pelvic pain,uterine leiomyoma , vaginal discharge, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.